Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having 3-level anterior cervical discectomy and fusion for inflammatory disc disease at c4-c5, c5-c6, and c6-c7with implantation of a c-curve intersomatic expandable cage and screws for inflammatory disc disease. It was reported that a screw broke at its upper end during implantation. It was also reported that the surgeon did not use the square tip beforehand as recommended in the operative technique, and that the product was not utilized according to the instructions for use/labeling. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.